Event description:
It was reported that when deploying the device in the patient the device wouldn't align with the septum and appeared a globular shape and didn't flatten. It was removed from the patient without release. On examination on the table when extended from the loader the device didn't form up correctly. Another occlutech device was used and the asd was successfully closed.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. During the visual and functional device investigation the reported failure in shape development could not be reproduce. According to the information the device could not develop its internet shape in the septum we can assume that the patient's anatomy could play a crucial role in the deployment. Based on the available information the final root cause for the failure in shape development remains unknown

Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Event description:
It was reported that when deploying the device in the patient the device wouldn't align with the septum and appeared a globular shape and didn't flatten. It was removed from the patient without release. On examination on the table when extended from the loader the device didn't form up correctly. Another occlutech device was used and the asd was successfully closed.